Event description:
It was reported that this right atrial (ra) lead dislodged, which was confirmed by x-ray imaging. The patient suffered from an occlusion which was confirmed by venogram. Subsequently the lead was explanted and replaced by a new lead, with the patient receiving a new system on their right side. No additional adverse patient effects were reported.